Event description:
It was reported that the balloon burst and detached requiring additional intervention. The stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral (sfa) artery. A 4.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use. During the first inflation to 8 atm for approximately 2.5 minutes, the balloon burst. The balloon was attempted to be deflated for 2 minutes; however, it was difficult to retract the balloon through the sheath. The majority of the balloon was pulled from the patient over the guidewire. A snare was used to remove the remaining residual of the device from the patient, adding 30 minutes to the procedure time. There were no patient complications.